Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Five non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from 22 to (B)(6) 2016. The criteria for the right ventricular lead integrity alert were met. Five non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from 22 to (B)(6) 2016. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 472 ohms through (B)(6) 2016, rises to 1596 ohms by (B)(6) 2016. Oversensing due to non-physiologic signals/sic (sensing integrity counter). Five hundred ninety one ventricular- sensing integrity counter (sic) since last session 5.9 days ago.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, noise, sensing integrity counter (sic), non-sustained episodes and a possible fracture. Additionally, an alarm was delivered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.